Event description:
In 09/2002 the hospital reported that a stroke volume limiter (svl) that was not in use was found damaged. The stroke volume limiter (svl) was found with a broken nipple connection on the pt side of the unit. The svl was not on pt when the damage was found, so there was no pt injury.